Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the false upstream occlusion alarms. The alarms were confirmed through a review of the event history log. However, they were not reproduced. The evaluation also found the lower reading on the ultrasonic sensor with a fluid filled tube to be below specification. Low ultrasonic reading would make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump alarmed for upstream occlusion when there was no occlusion present. It was also reported there was no patient injury.